Event description:
In 2008, the pt reported he noticed the basal rate icon and time on the display screen of his insulin infusion device were "fading". To troubleshoot, the pt was instructed to adjust the display contrast but he stated this did not help. He then compared his primary device display to his backup device display and stated the primary display was more faded. The pt stated the device has not been dropped, exposed to water, or electromagnetic fields. He said he changed the battery a couple of weeks ago. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.